Manufacturer narrative:
See attached. This is the same event as 3010536692-2016-00069, -00070, -00071.

Event description:
Allegedly, patient was revised due to: pain; leg length discrepancy; factured femoral neck; also mom complications and intraoperative femur fracture.